Event description:
It was reported that during incoming inspection, the autopulse platform displayed a user advisory (ua) 12 (lifeband® not present) message. There was no report of any patient involvement. No further information was provided.

Manufacturer narrative:
Zoll field service rep was onsite when this incident occured and confirmed the reported complaint. The lifeband was not in any way twisted and the platform was power cycled without any success. The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no damages to the platform were observed. During functional testing, the reported user advisory 12 (lifeband not present) was observed, thus confirming the reported complaint. The shaft lock pin was inspected and ruled out as a potential cause, as it was not found to be worn. Further inspection identified the cause of the ua 12 to be that the lifeband detect switch was in the open position. Following adjustment of the lifeband detect switch back to its correct position (i.e., parallel with the switch case), the ua 12 code was cleared. The platform was then functionally tested and performed as intended. A review of the platform archive was performed and although no ua codes were observed on the reported event date of (B)(6) 2015, multiple ua 12 codes were seen one day prior, on (B)(6) 2015. Based on the investigation, there were no parts identified for replacement. In summary, the reported complaint of the platform displaying a ua 12 code was confirmed during functional testing as well as archive review. The ua 12 is attributed to the lifeband detect switch being in the open position. Following service, including re-adjustment of the lifeband switch back to its intended position, the device passed all testing criteria.